Event description:
The customer reports the x-ray system would interrupt fluoro during a patient procedure.

Manufacturer narrative:
Conclusions - the investigation found that the issue was corrected by replacing the x-ray tube. The field engineer replaced the tube and performed a dose calibration. The calibration result was found to be within specifications. Since the system is a mobile unit it can easily be replaced by another system to complete a patient case. This is not an structural problem and no further investigation or action is warranted.